Event description:
It was reported that during a chronic catheter placement procedure, the tissue cuff allegedly came off while tunneling. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiration date: 03/2026). Device pending return.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one 5fr powerline d/l catheter was returned for evaluation. Functional, gross visual, tactile and microscopic visual evaluation was performed. The investigation is confirmed for the reported cuff bonding issue as the tissue cuff appeared glossy and matted and the tissue cuff was noted to move freely throughout the catheter. Lack of adhesive in tissue cuff area was noted. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: b5, d4 (expiration date: 03/2026), g3. H11: h6 (method, result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a chronic catheter placement procedure, the tissue cuff allegedly came off while tunneling. The procedure was completed by using another device. There was no reported patient injury.